Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2007) is considered to be the best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., expiry date), g3, g6, h2, h4, h6, h10 this supplemental emdr represents the composix kugel (device 2). An additional supplemental emdr was submitted to represent the composix kugel (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for the implant of two unspecified bard/davol composix kugel hernia patches on (B)(6) 2008 and (B)(6) 2008. As reported the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of composix kugel (device 1). Per op notes, ¿a small indirect right inguinal hernia and a direct and indirect left inguinal hernias were noted. The right inguinal hernia was dissected free and the sac was reduced. A composix kugel (device 1) was placed and sutured. The mesh was tacked. The left inguinal hernia was repaired later.¿ (B)(6) 2008 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with implant of composix kugel (device 2). Per op notes, ¿a direct and indirect left inguinal hernia defects were noted and dissected free. The hernia sacs were reduced. A composix kugel (device 2) was placed and secured using tacks.¿ (B)(6) 2008 - patient was diagnosed with right inguinal seroma and adhesions thereby underwent laparoscopic repair. Per op notes, ¿evaluation was right groin was made and there were noted to be mild omental adhesions to the both the right and left groins were lysed. The previous patches (device 1 and 2) were noted to be intact. There was no evidence of inguinal hernia. On the right groin seroma was noted and drained and sutured.¿

Event description:
Attorney alleges that the patient underwent surgery for the implant of two unspecified bard/davol composix kugel hernia patches on (B)(6) 2008 and (B)(6) 2008. As reported the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh - composix kugel (device #2). An additional emdr was submitted to represent the bard/davol mesh - composix kugel (device #1). Should additional information be provided, a supplemental emdr will be submitted.